Event description:
It was reported that the device exhibited a "cassette sensor error" alarm. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the alleged device was returned, and the reported issue was not confirmed through the event history, visual inspection or functional testing. The device was beyond economical repair. On review of this reported issue, this event is not reportable. The customer indicated that the error occurred during testing. The circumstances surrounding the testing were unspecified. Testing of the returned device did not duplicate the reported issue.